Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for and 83 colony forming units (cfus) of pseudomans aeruginosa on (B)(6) 2024 and 1 cfus of bacillaceae on (B)(6) 2024. Pseudomans aeruginosa was found in the biopsy/operating channeland the suction channel (canal aspiration). The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This supplemental report is being submitted to provide the microbiological results. The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found 1 colony forming units (cfus) of bacillaceae. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based the customer provided cleaning disinfection and sanitization (cds) practices, the device evaluation, and the legal manufacturer's final investigation. Upon review of the user provided facility cleaning disinfection and sterilization practices (cds) it was found that the suction cylinder and forceps plug nozzle were not brushed buy the user as required in the device IFU. The device was evaluated and no abnormalities were identified that could have led to positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing, however, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for and 80 colony forming units (cfus) of pseudomans aeruginosa in the biopsy channel and 3 colony forming units (cfus) of pseudomans aeruginosa in the suction/aspiration channel sampled on (B)(6) 2024. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.